Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to cuff tubing being lacerated in the lower abdominal area. During the procedure the existing device was removed and replaced. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.